Event description:
During the procedure, the physician selected a hercules 3 stage wireguided balloon for esophageal dilatation. The balloon was inflated with saline without problem for the first dilatation. The user deflated the balloon, advanced it to the target site again and inflated it a second time to 6 atm [20 mm]. At this time, he found leakage of saline. He completed the procedure without further dilatation. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed to report. The balloon has pulled free from the catheter at the distal attachment point. The balloon is still attached at the proximal end of the catheter. Because of the condition of the balloon it could not be inflated. No part of the device is missing. There is evidence of adhesive at the attachment point. There is evidence that the adhesive was properly attached onto the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope. The instructions for use state, "apply a lubricating agent to facilitate passage through the endoscope accessory channel. To facilitate passage through the endoscope, apply negative pressure to the device." A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. The activity will aid in endoscope advancement and balloon preservation. The instruction for use advise the user that negative pressure is needed to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution; "do not pre-inflate the balloon." The instructions for use also contain the following precaution; "entire balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instructions for use contain the following warning: the recommended 100% balloon inflation pressure can be found on the catheter tag of the balloon dilator. Over inflation can cause damage to the balloon dilator, such as balloon material failure. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wireguided esophageal balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.